Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview 6 pro c-ring was detached from the cannula. There was no harm to the patient, they opened another system and finished the procedure with success.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned the factory for evaluation on 09/22/2022, an investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring. The electrodes were observed to be intact, with no visual defects observed the blade was observed to be intact, with no visual defects observed. The c-ring was observed to be intact, however the clear plastic scope wash tube connecting the c-ring to the cannula was observed to be broken and disconnected. The metal arm was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the blade with no visual or physical difficulties observed. A mechanical evaluation of the c-ring was unable to be conducted due to the broken scope wash tube. Based on the returned condition of the device and investigation results, the reported failure "break" was confirmed. The lot # 25161412 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that the vasoview 6 pro c-ring was detached from the cannula. No additional incisions were required. There was no planned procedure due to the failure and no procedural delay. There was no harm to the patient, they opened another system and finished the procedure with success.